Event description:
Report received from switzerland stating that service was required for the device. During service of the device, missing internal parts were found. It is unknown if the device was being used during surgery or if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and during service the device was found with missing internal parts. If additional information becomes available, a supplemental report will be submitted. (B)(4).